Event description:
The pt died during catheter placement. During insertion of the catheter, the pt's blood pressure dropped. The condition of the pt was temporarily recovered and the catheter was placed. However, after placement, the pt's condition worsened, and he died. Upon insertion of the introducer, the pt reported pain and after that his blood pressure dropped. According to the doctor, the pt developed hemopneumothorax but the cause of death was unk.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed no other similar product complaint file (s) from this lot.